Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) had one drg lead implanted and one of the lead contacts demonstrated invalid impedance readings. X-rays indicated a possible lead fracture. However, therapy was able to be provided utilizing the other 3 lead contacts. Surgical intervention was undertaken on (B)(6) 2016 and the lead was explanted and 2 additional leads were implanted. Effective therapy was reported postoperatively.